Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventralex (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the "device(s) malfunctioned by, inter alia, contracting, suffering degradation, buckling and causing an intense foreign body reaction and inflammatory response, bowel perforations, enterocutaneous fistulas, and dense adhesions". The patient allegedly "underwent surgery to remove the infected and failed composix kugel mesh and ventralex mesh during a recurrent hernia during an exploratory laparotomy with extensive lysis of adhesions, two small bowel resections, removal of two infected meshes of the abdominal wall, and drainage of an intra-abdominal and subcutaneous abscesses." However the sample was not returned for evaluation and medical records are not available at this time. Recurrence is a known inherent risk of surgery and recurrence, adhesions, inflammation, and fistula formation are listed in the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard ventralex (device #2). An additional emdr was submitted to represent the bard composix kugel (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent a hernia repair using a bard/davol composix kugel mesh with reference number (B)(4), lot number 43hod277 (device #1), and a bard/davol ventralex mesh with reference number (B)(4), lot number 43hpd433 (device #2). As reported, sometime after placement of the device(s) malfunctioned by, inter alia, contracting, suffering degradation, buckling and causing an intense foreign body reaction and inflammatory response, bowel perforations, enterocutaneous fistulas, and dense adhesions. As reported, as a result of these failure, the patient has suffered severe injuries and required substantial medical care which consisted of, amongst other things, removal of the defective device. On (B)(6) 2010: the patient underwent surgery to remove the infected and failed composix kugel mesh and ventralex mesh "during a recurrent hernia during an exploratory laparotomy" with extensive lysis of adhesions, two small bowel resections, removal of two infected meshes of the abdominal wall, and drainage of an intra-abdominal and subcutaneous abscesses. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel and ventralex.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventralex (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the "device(s) malfunctioned by, inter alia, contracting, suffering degradation, buckling and causing an intense foreign body reaction and inflammatory response, bowel perforations, entercutaneous fistulas, and dense adhesions". The patient allegedly "underwent surgery to remove the infected and failed composix kugel mesh and ventralex mesh during a recurrent hernia during an exploratory laparotomy with extensive lysis of adhesions, two small bowel resections, removal of two infected meshes of the abdominal wall, and drainage of an intra-abdominal and subcutaneous abscesses." However the sample was not returned for evaluation and medical records are not available at this time. Recurrence is a known inherent risk of surgery and recurrence, adhesions, inflammation, and fistula formation are listed in the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date, explant date and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 9 months post implant of ventralex mesh, patient was diagnosed with abdominal wall cellulitis, infection, abscess, bowel perforation, fistula, adhesions, and abdominal pain thereby underwent repair with mesh removal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent mesh ¿ composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent a hernia repair using a bard/davol composix kugel mesh with reference number (B)(4), lot number 43hod277 (device #1), and a bard/davol ventralex mesh with reference number (B)(4), lot number 43hpd433 (device #2). As reported, sometime after placement of the device(s) malfunctioned by, inter alia, contracting, suffering degradation, buckling and causing an intense foreign body reaction and inflammatory response, bowel perforations, entercutaneous fistulas, and dense adhesions. As reported, as a result of these failure, the patient has suffered severe injuries and required substantial medical care which consisted of, amongst other things, removal of the defective device. On (B)(6) 2010: the patient underwent surgery to remove the infected and failed composix kugel mesh and ventralex mesh "during a recurrent hernia during an exploratory laparotomy" with extensive lysis of adhesions, two small bowel resections, removal of two infected meshes of the abdominal wall, and drainage of an intra-abdominal and subcutaneous abscesses. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel and ventralex. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with inguinal hernia thereby underwent laparoscopic repair with implant of composix kugel mesh (device #1) and ventralex mesh (device #2). Per operative notes, ¿in the right lower quadrant, the adhesions from the anterior abdominal wall and hernia sac were dissected. There were two loops of small bowel adherent to the abdominal wall, dissected off. Then, a composix kugel mesh (device #1) was placed into the abdomen, stapled circumferentially. On right side, a smaller hernial defect identified, a ventralex mesh (device #2) was stapled over the defect, slightly overlapped the other mesh.¿ on (B)(6)2010 - patient was diagnosed with cellulitis, enterocutaneous fistula, infection, abscess and abdominal pain thereby underwent exploratory laparotomy with explant of composix kugel mesh (device #1) and ventralex mesh (device #2). Per operative notes, ¿there was intra-abdominal abscess formation present that extend up to the two implanted meshes. Dense adhesions were noted and two separate points of small bowel fistulation identified. All the mesh from the anterior abdominal wall were removed (device #1 and device #2) with tacks. The hernia defects were closed securely.¿ attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, infection, fistulae, ring break, pain, emotional injuries and mesh excision.